Event description:
It was reported the gastrointestinal videoscope had an e226 error. The issue occurred during inspection for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.